Manufacturer narrative:
The device was not returned for analysis. Therefore the quality documents accompanying this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
Per e-mail from pt's tracking, this system was removed for infection. Infection system: lumax 300 hf-t, MDR: 1028232-2009-00442. Corox otw 75-up steroid, MDR: 1028232-2009-00443. Medtronic 5076.